Event description:
A charge nurse was punctured with a contaminated needle that was protruding through a contaminated disposable sharps container. The sharps container was mailed by to the manufacturerdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. The device was not destroyed/disposed of.

Event description:
The lpn charge nurse had taped the sharps container closed and had dated and initialed the container. She picked up the container to bring it to the storage area and was picked by a needle that was protruding through the bottom side of the continer. The container was over filled at the time. This person received a tetanus booster at the time. She had already completed the series of hbv vacines. She was instructed not to use the containers if they are more than 3/4 full or if the syringe does not fall into the containerdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: incorrect technique/procedure. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. The device was not destroyed/disposed of.